Event description:
The customer reported via phone call that he was not familiar with his infusion sets. Customer could not push air through it. Customer tried to put a sensor in but it did not work and his blood glucose went down. Customer then received a lost sensor alert and a sensor error. Customer had a low blood glucose of 34 mg/dl yesterday. Customer over treated the low and his blood glucose went to 200 mg/dl. Customer's blood glucose was 43 mg/dl today. Customer treated via (B)(4). Customer did not want to troubleshoot for any of the issues. Customer just wants replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used.